Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test. The insulin pump had minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had insulin flow blocked alarm. Customer's blood glucose at time of incident was 134 mg/dl. Customer stated that alarm happened during normal used. Customer reported that the first high pressure test and the result no alarm. Customer stated that the second high pressure the result is no alarm. Customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.